Manufacturer narrative:
(B)(4). Batch # r9380e. Investigation summary: the device was returned with the bottom portion of the I-blade out of the lower jaw channel and the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle opened and closed, therefore no activation issues were noted as reported. It is possible that the noise heard was the jaw being damaged. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a hysterectomy procedure, a metallic noise was heard when the jaws were closed, after that the jaws blocked. Another enseal device was opened to complete the procedure. There was no patient consequence.